Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit would not charge or discharge energy via the paddles. The complainant indicated that there was no patient involvement in the reported malfunction.